Manufacturer narrative:
A lumenis service engineer visited the site four (4) days after the reported event and examined the laser system. The engineer was unable to duplicate the problem and found no issues with aiming beam. The engineer verified alignment, performed power check at low, medium and high settings. All power within specifications. The device was found to have met lumenis specifications and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 25-oct-2018 and installed at the customer's site on (B)(6) 2018. A review of system risk files (1001481_n) revealed risk #10.2.5; " system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be slight, and the risk has been characterized and documented as acceptable within full risk assessment. In this case, the larangoscopy procedure was completed without the use of the laser with no complications to the patient. Although lumenis could not duplicate nor confirm any performance issues and the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate method as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction.

Event description:
A user facility reported that during a larangoscopy procedure in which a lumenis ultrapulse duo was being utilized, an error message appeared on the screen. The operator followed the instruction on the screen and upon restarting the laser, it was alleged that the aiming beam would not come on. Unable to 'aim', the system was put aside and the procedure was completed without the laser. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.